Manufacturer narrative:
The device has not returned to olympus and was reported to not be available for olympus evaluation. The cause of the complaint cannot be confirmed. It was reported that the device was previously reprocessed and re-used in the event. The instruction manual states that ¿the thunderbeat instrument is a sterile single use item. Do not reuse or attempt to sterilize. Reusing or using after resterilization, poses an infection control risk, a product performance risk, and can damage the thunderbeat instrument.¿ based on similar reports, another potential cause for mechanical damage to the tip is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed via voluntary medwatch (B)(4) that during an unspecified procedure, the tip broke off and fell into the patient while the clinician tried to use it to cauterize around the cervix. A probe damage error message also displayed. All device fragments were retrieved from the abdomen. There was no reported patient injury.